Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: abnormal high heat, confirmed failure: power failure - power supply, probable root cause: degradation of console.

Event description:
It was reported tthat the device emitted abnormal heat.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported tthat the device emitted abnormal heat.